Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an antibiotic was hung as a secondary infusion in the ccu. The secondary bag would alternate drips with the primary bag, and the patient was not getting the antibiotics at the correct rate, despite using a pump module. A new pump module was obtained along with new tubing, and the same thing occurred. The connection between the primary and non-bd secondary tubing was checked by two nurses, and even disconnected and reconnected for troubleshooting. The primary and the secondary infusion had an appropriate head height difference, and this was also adjusted a few times to ensure the concurrent flow was not related to head height. As a result of the concurrent flow, the infusion took longer than ordered. The secondary infusion is thought to have been levaquin, and the primary infusion was 0.9% normal saline. There was no patient harm.